Manufacturer narrative:
A supplemental medwatch report will be provided when the investigation is finished.

Manufacturer narrative:
The received information showed that the reported issues with the pressure transducer sub-test failures during system check-out, were caused by a user error and that there was no device malfunction. The device has been returned to service without any further issues or deviations being reported.

Event description:
It was reported that the pressure transducer test failed during system check out. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).